Manufacturer narrative:
The first patient sample was initially tested on (B)(6)-2021. The first patient sample resulted in the following additional test data: glucose = 5.7 mmol/l, urea = 2.5 mmol/l, creatinine = 71 umol/l, egfr = 97.0 ml/min/1.73m2, urate = 224, ast = 17, alt = 26, ggt = 34, ldh = 163, alp = 57, na = 141 mmol/l, k = 3.9 mmol/l, crp = 2.9 mg/l. Unless otherwise provided, no units of measure were provided for these tests. This patient is a male born on (B)(6)1961. The second patient sample was initially tested on (B)(6)2021. The second patient sample resulted in the following additional test data: glucose = 6.0 mmol/l, urea = 8.2 mmol/l, creatinine = 160 umol/l, egfr = 34.8 ml/min/1.73m2, na = 144 mmol/l, k = 3.9 mmol/l, ca = 2.16 mmol/l, mg = 1.18 mmol/l, crp = 48.0 mg/l. This patient is a male born on (B)(6)1942. A third patient sample also had discrepant results for troponin t. This sample initially resulted in a troponin t value of 151.0 ng/l on (B)(6)2021. The sample was repeated, resulting in a value of 185 ng/l. No incorrect results were reported outside of the laboratory for this sample. This patient had a previous troponin t result of 102.0 ng/l on (B)(6)2021. Calibration data was within expectations. Controls were within specified ranges. The calibration and control data do not point to a reagent problem. Upon review of the alarm trace, sample short, abnormal aspiration, clot detection, and sample foam detection alarms occurred on (B)(6) 2021. The investigation could not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with the elecsys troponin t hs stat assay on a cobas 8000 e 801 module. No incorrect results were reported outside of the laboratory. The specific date of the event is not known. Each of the samples were tested in either (B)(6) 2021. The first sample initially resulted in a troponin t value of 6.1 ng/l, which repeated as 15.2 ng/l. The second sample initially resulted in a troponin t value of 340 ng/l. The sample was repeated twice, resulting in values of 415 ng/l and 403 ng/l. The troponin t reagent lot number was 501377. The reagent expiration date was requested, but not provided.

Manufacturer narrative:
Na.